Manufacturer narrative:
E1: initial reporter phone - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was also returned. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.

Event description:
It was reported that unstable speed occurred. A rotapro 1.25mm was selected for treatment in a percutaneous coronary intervention procedure. During ablation, observed rotational speed was 300,000 rpm and the rotapro 1.25mm stopped ablation. The rotapro 1.25mm was removed from the patient. The rotapro 1.25mm was replaced with a new rotapo and the procedure was completed successfully. No patient harm resulted in relation to this event. The patient was fine post procedure. It was further reported that the 80% target lesion was located in moderately tortuous and moderately calcified middle left anterior descending artery (lad). The set rotational speed was 175,000rpm outside the patient. During procedure, the rotational speed suddenly it went up to 300,000rpm and device was stalled.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that unstable speed occurred. A rotapro 1.25mm was selected for treatment in a percutaneous coronary intervention procedure. During ablation, observed rotational speed was 300,000 rpm and the rotapro 1.25mm stopped ablation. The rotapro 1.25mm was removed from the patient. The rotapro 1.25mm was replaced with a new rotapo and the procedure was completed successfully. No patient harm resulted in relation to this event. The patient was fine post procedure. It was further reported that the 80% target lesion was located in moderately tortuous and moderately calcified middle left anterior descending artery (lad). The set rotational speed was 175,000rpm outside the patient. During procedure, the rotational speed suddenly it went up to 300,000rpm and device was stalled.

Event description:
It was reported that unstable speed occurred. A rotapro 1.25mm was selected for treatment in a percutaneous coronary intervention procedure. During ablation, observed rotational speed was 300,000 rpm and the rotapro 1.25mm stopped ablation. The rotapro 1.25mm was removed from the patient. The rotapro 1.25mm was replaced with a new rotapro and the procedure was completed successfully. No patient harm resulted in relation to this event. The patient was fine post procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6).